Event description:
It was reported during the implant procedure that the lead was not used as the coil "became unraveled during the [implant] procedure." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The space between the defib conductor coils was out of specification.